Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. Machine welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. Exit and inlet tubes were verified on sample received, tubes was compared with other samples and had the correct length, in addition during manufacturing process tubes are cut using a fixed fixture to provide the appropriate dimension. The exit and inlet ports of sample provided for evaluation were also visually verified, it could be observed the cut of the tubes were even (straight) and the plugs fit correctly into the tubes. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material incoming inspection records for the tubes used in the exit port of lots of the reported complaint were reviewed and no issue were recorded. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. The doctor pointed out that the connection was looser than other lots. The doctor also said that the connection was fixed with silk suture, but air still got sucked in. Same product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the reservoir used with the adapter included with the corresponding blake drain? Unk. What is the lot number of the jvac reservoir (2179) product involved? Unk. ? What is the lot number of the blake drain (2233) product involved? Unk. ? It has been reported that 6 reservoirs were involved. Please clarify, how many jvac reservoirs (2179) demonstrated the alleged deficiency? ? It has been reported that 6 reservoirs were involved. Please clarify, how many blake drains (2233) demonstrated the alleged deficiency? 8. ? If six reservoirs and six drains were involved, were all involved over the same patient procedure? If not, please clarify how many patient procedures are involved and create one product complatin per each patient procedure. Unk. ? Please perform and document the follow up attempt for product return? The device has been received at sukagawa and will be shipped. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please confirm that 14 products were used during this one procedure with one patient: jvac reservoirs (2179) demonstrated the alleged deficiency? 6. Blake drains (2233) demonstrated the alleged deficiency? 8. What was the procedure? Unk. Date of procedure? Unk. Date of event? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.